Manufacturer narrative:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). This adverse event is deemed serious as it required medical/surgical intervention to remove the catheter whose balloon had failed to deflate. If forcibly removed with the balloon fully inflated, this could have resulted in serious harm to the patient. From a clinical perspective, a causal relationship between the catheter and this event is deemed possible. (B)(4). The actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from fei (B)(4)). This complaint was received as follows: "non deflation". More information received in this case: how was the problem discovered? During the application of the product on patient in the hospital. Was the device in use in a patient at the time of discovery? Yes. What effect if any, did this have on the patient? It was impossible to get the catheter out of the patient using the standard procedure. The specialist must deflate the balloon by using a special wire, which in some cases led to bleeding from urethra. What measures if any, were carried out to treat the problem? As stated above. Once the balloon cannot be deflated in a standard way, it must be mechanically deflated.